Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implant, the implantable cardiac monitor (icm) failed to be interrogated due to device in reset mode. Error message was noted upon reinterrogation attempt. The icm was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset and data problem were confirmed. Device interrogation revealed an unexpected condition alert upon receipt. Analysis of device image showed a reset error occurred during the implant session. Software analysis of device records provided indicated the error message noted was caused by a firmware anomaly, which resulted in device reset. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. No device anomalies noted. The reported complaint of error messages seen during interrogation was confirmed. Based on the information provided, the first error message appeared due to device reset. The root cause of the reset was unable to be determined. As a result of the reset, the device was not properly brought out of shipped settings as the configuration value remains as "shipped" while the bluetooth parameter controls is no longer at shipped value. Therefore, the "unexpected condition" error message was seen during the second interrogation attempt due to the mismatch in values. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.